Event description:
It was reported that the patient experienced syncope and was evaluated in the emergency room. Upon evaluation, it was noted that the patient was in a car crash three weeks ago. An a x-ray was performed and the right atrial (ra) lead and the right ventricular (rv) lead were found to be dislodged. A revision procedure was performed and the ra lead and the right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation reported.

Event description:
It was reported that the patient experienced syncope and was evaluated in the emergency room. Upon evaluation, it was noted that the patient was in a car crash three weeks ago. An a x-ray was performed and the right atrial (ra) lead and the right ventricular (rv) lead were found to be dislodged. A revision procedure was performed and the ra lead and the right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.